Manufacturer narrative:
This report is for three unknown compression wires/unknown lots. Part number family 03.211.410 - 03.211.440 provided; it is unknown which parts specifically were the complained parts. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that three of the compression wires broke below the olive during removal of the wires. The patient has hard bone. During compression, the wire was bent at the stress riser point between the olive and the threaded portion, and then during removal, the motion of the wires being spun in a different angle may have caused additional stress on the wires. This report is for three unknown compression wires. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one unknown compression wire. This is report 1 of 1 for (B)(4).